Event description:
Customer reported that the he was pushed into the pool and he was wearing the insulin pump. Customer stated he got out of the pool quickly and was able to dry the device. Customer stated that the next day, the down arrow button on the insulin pump was not responding and the light on the device stopped working. Blood glucose level is 181 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump buttons functioned properly. No damage in the keypad assembly noted. No button error alarm during testing. The backlight functioning properly, however, found moisture damage on the electronic assembly. No moisture damage found on the motor, vibrator and battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.